Manufacturer narrative:
E.1: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. Investigation summary: bd received four photos for investigation. Upon review and analysis of the photos, multiple samples showed underfill, and one sample exhibited a defective stopper. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 5239018, for the indicated failure modes: defective stopper molding and underfill. This complaint has been confirmed for the lot 5273558, for the indicated failure mode: underfill. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2. It was reported while using bd vacutainer® sst¿ blood collection tubes, two tubes underfilled. No adverse impact was reported regarding the patient or user.